Event description:
Customer reported abo discrepancy for a transplant pt sample tested on the galileo. The sample was typed a b positive, but another facility typed the pt as ab positive.

Manufacturer narrative:
Images from the instrument were retrieved and confirmed that the pt typed as b, rh positive. The pt was typed manually using the tube method as ab, rh positive, with an anti-a1 detected in the serum grouping. The reaction with anti-a was 2+ mixed field. No sample was sent for investigation testing. It is not possible to rule out the sample as a cause of the event.